Event description:
It was reported that a patient experienced a cerebrovascular accident (cva) a pulsed field ablation (pfa) procedure using a farawave catheter was completed. Post procedure, it was reported that the patient was going down for a computed tomographic angiography (cta) for a possible stroke. The physician reported that the patient was slurring their words and acting differently. The physician was then alerted that the cta was negative for a stroke but the patient would be kept overnight for observation. It was then noted that the patient was back to baseline as of one day following the event. The patient is expected to fully recover from the event. The farawave catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.